Manufacturer narrative:
Citation: solomon et al. Intraoperative indocyanine green near-infrared angiography for redo valve replacement. Thorac cardiovasc surg rep. 2026 jan 29;15(1):e9-e11. Doi: 10.1055/a-2789-2530.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 83-year-old female patient who seven years prior underwent a transcatheter aortic valve replacement (tavr) with implant of a medtronic 26-mm evolut bioprosthetic valve. More recently, she presented with progressive exertional dyspnea. Evaluation found severe prosthetic aortic stenosis with near-circumferential pannus and frame ingrowth surrounding the evolut valve frame. Subsequently, the patient underwent a ¿surplus¿ procedure in which all three evolut valve leaflets were surgically resected followed by implant of a non-medtronic bioprosthetic transcatheter valve within the retained evolut valve frame. The new valve prosthesis was secured to the underlying frame and aortic wall with polypropylene sutures to enhance stability. Intraoperative transesophageal echocardiography confirmed a well-seated valve prosthesis with a peak gradient of 23 mm hg, normal leaflet motion, and no paravalvular or transvalvular regurgitation. The postoperative course was uncomplicated, and the patient was discharged home following post-procedural recovery. No further information was provided pertaining to medtronic products.